Manufacturer narrative:
Inspected 2 opened/used sensors, unable to confirm insertion complaint due to customer returning sensors opened/used. Complaint against enlite-serter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the inserter broke. The customer states that 5 of the sensors may have experienced breakage due to the broken inserter. It was also stated that the needle hub fell out. The customer is having issues with inserting the sensor. It was stated that the customer is manually injecting the sensors. The customer did not know their blood glucose reading at the time of the incident. The customer was advised on how to use the serter properly. The sensors will be replaced.